Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 109 mg/dl. The customer reported that the no delivery alarm was resolved by complete set change. The customer had already tossed the infusion set to the trashed. The patient does not want to return the reservoir for analysis. The customer was advised to call when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).